Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they were using the programmer on tuesday to recharge the implant, and the programmer fell off the counter and hit the floor. The patient stated the programmer wouldn't turn on or charge up or use the programmer at all. The patient noted the controller was down to 30% on tuesday, and the implant was off. The patient noted they hadn't felt stimulation for quite some time now since the programmer fell. The patient said they felt stimulation on tuesday night but nothing at all on wednesday. The agent instructed the patient to check for damage; there was no visible damage to the controller compartment pins, li battery pack pins, and the controller port. The agent walked the patient through resetting the controller; the controller showed battery empty screen 81. The controller showed recharging 0% and implant red. The agent instructed the patient to fully charge their controller then try to charge their implant and call back if further assistance was needed. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from patient who reported the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.